Manufacturer narrative:
The device was not returned to the MFR for investigation. If additional info is received, a follow up report will be filed.

Event description:
It was reported that the aseptic housing opened during a procedure, exposing the surgical site to the non-sterile battery. There are no allegations of adverse consequences associated with this event.